Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds during the implant attempt. The physician questioned if the patient may have fibrous tissue in the heart. An alternate was placed. No patient complications have been reported as a result of this event.